Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of integrated battery charger has been completed. The reported problem (charger problem) has been confirmed. The charger was resetting the cause for the failure was isolated to a internal short in the q202 component on the hotspot pca board. The root cause for the shorted q202 component could not be positively identified. There was no adverse event that resulted from the damaged charger.